Manufacturer narrative:
Of the two malfunctions, one lot number was provided, a lot history review was performed. For the two reported malfunctions, the devices as well as electronic photos were both returned to the manufacturer for evaluation. Both investigations are unconfirmed for failure to infuse as no notable occlusions were noted. The investigations are however, confirmed for a catheter aneurysm. A definitive root cause could not be determined based upon available information. The devices are labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 0601610 port and catheter accessories allegedly experienced failure to infuse and a material deformation. These reports were received from various sources. Both events involved patients with no reported injury. Age, sex, and weight were not provided for either patient.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 0601610 215 repair 0.77mm-white experienced failure to infuse and a material deformation. These reports were received from various sources. Both events involved patients with no reported injury. Age, sex, and weight were not provided for either patient. The 0601610 215 repair 0.77mm-white were both returned to the manufacturer for evaluation. The event was confirmed for material deformation but unconfirmed for failure to infuse. A definitive root cause could not be identified.